Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that ischaemic parts of the intestine were found and had to be resected. Klebsiella pneumoniae was found in the blood and in the abdominal wound on (B)(6) 2021. Antibiotic therapy was administered and an ileostomy was performed. Beta-d-glucan was positive in the blood and ecalta was added to the medication on (B)(6) 2021. Enterococcus faecalis was found in the abdominal wound, so the antibiotic therapy was changed to meropenem and vancomycin. A vacuum-assisted closure system was implanted and regularly changed. A tracheostomy was performed, respiratory failure was still ongoing, and the patient was still on ventilator. The patient had thrombocytopenia and received 16 units of tromboconcentrate. Dialysis had to be started because of the acute renal dysfunction and the renal failure was still ongoing. The situation continued to deteriorate, however, forcing several more revisions, adding infection and eventually bleeding. Multiple organ failure progressed (renal failure, respiratory failure, infection), and norepinephrine rose up to 1 mcg/kg/min and the patient eventually passed away on (B)(6) 2021.

Event description:
It was reported that patient had klebsiella pneumoniae found at the location of c-shape of heartmate 3 cable. Another revision of the abdominal cavity had to be done because of the patient deterioration. Patient had a resection of ileostomia terminalis. A gastroscopic preoperative was done along another intestinal ischemia and about 2 liters of blood were found in the abdominal cavity, but no source was found. In total 14 packed red blood cells (prbcs) were given. This was resolved on (B)(6) 2021. It was reported that the patient had another episode of gastrointestinal (gi) bleeding on (B)(6) 2021. Bleeding worsened on (B)(6) 2021. 20 units of packed red blood cells (prbcs) had been given since (B)(6) 2021. In total, 27 units of prbcs had been given during this event. It was noted the patient had acral cyanosis. Gastroscopy and enteroscopy did not find source of bleeding. Computed tomography (CT) angiography was done and 2 sources of bleeding were identified in the small intestine. Without the possibility of surgical or radiological intervention, the multiple organ failure progressed (renal failure, respiratory failure, and infection). Norepinephrine was risen to 1 mcg/kg/min. It was reported that the patient passed away on (B)(6) 2021 due to the multiple organ failure. The infection and bleeding were ongoing at time of death.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively established through this evaluation. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure, infection, sepsis, bleeding, as well as death, as adverse events that may be associated with the use of the heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The hm3 lvas patient handbook (rev. C) is also currently available. This handbook also contains information about preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was started on dialysis due to acute renal dysfunction. The patient had thrombocytopenia and received four units of thromboconcentrate. The patient had to be reintubated due to respiratory failure. The patient is on inotropic therapy with milrinon more than 7 days after implant. The patient started to have signs of sepsis with elevation of vasopressors up to more than 1 mcg/kg/min. Antibiotic therapy was started, the patient had ileus, incipient ischaemic changes in the oral jejunum was found on the computed tomography (CT). An exploratory laparotomy was performed without bowel resection. A second look was done after 2 days without need for bowel resection. Definitive suture was done. Burgholderia cepacea was found in the sputum and then klebsiella pneumoniae was found in the sputum, in the hemocultures and in the wound. Antibiotic therapy was changed properly.